Event description:
It was reported that the single use ligating device loop came out with device as not deployed. The issue was observed during ligation of pedunculated polyp before resection. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information to a previously submitted report. Updated fields: b5, d4, d9, h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device no way one could pull the loop out of the larger stopper is the smaller one was locked in place. There were no reports of patient harm.